Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter read inaccurately high compared to another meter (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 6:00pm. The patient reported obtaining blood glucose readings of between ¿240 and 320 mg/dl¿ with the subject meter and between ¿80 and 82 mg/dl¿ on another meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with insulin (no adjustments). In response to the alleged elevated readings, the patient reported administering an increased dose of insulin (type/dose unknown) at 6:00pm. The patient reported developing symptom of ¿diabetic shock¿ soon after the alleged issue began. At the onset of their symptom, the patient claimed they self-treated with food and/or drink. The patient claimed a blood glucose test was performed on the emergency medical service meter on (B)(6) 2014 at 6:00pm and a reading of between ¿80 and 82 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.